Event description:
"Precedex infusion ordered and initiated (B)(6) 2025 @ 2057. Precedex infusing via primary tubing via pump. When clamping the IV tubing, the pump would not alarm for downstream occlusion. Photo was not taken. Tubing was not changed. Pump asset tag: (B)(6)".